Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) checked the system remotely and confirmed that system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that system was not booting up due to maybe a bad panhandle or an issue with sd1 pcb. The system was monitored but no recurrence was found. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.